Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's husband reported via phone call that the insulin pump had an unexpected restart alarm and an additional error alarm. Customer's husband reported that the insulin pump's time had to be reset with each battery change. Blood glucose level at the time of the incident was not provided. The caller was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump alarmed a21 and loss of memory after removal and installation of the battery due to interface board leaking voltage. No unexpected a17 alarm noted. The insulin pump was received with minor scratched lcd window, cracked case at the display window corner, cracked battery tube threads and cracked reservoir tube lip.